Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation it was reported that the patient was having on-going ¿chest infections¿ that were being treated by her primary care physician who recommended that the spinal cord stimulation get explanted because he felt that it could be causing the ¿chest infections.¿ the patient was also having frequent syncopal episodes of unknown origin. The entire spinal cord stimulation system was completely explanted. The issue was reported to not be resolved at the time of the report. The patient had a syncopal episode in the post-anesthesia care unit after the explant. The patient also complained of chest pain that radiated down her left arm. The patient was admitted to the hospital for a cardiac workup. The patient noted that she would like the spinal cord stimulation system re-implanted in the future because it was helping to decrease her pain.

Event description:
Additional information received from the manufacturing representative indicated that the patient¿s device explant took place on (B)(6) 2017. The result of the patient¿s cardiac workup was negative, and the patient was discharged from the hospital the following day. No additional information was known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.